Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, one episode of over-sensing due to noise was noted on the right ventricular (rv) lead. Diagnostic imaging was performed with no indication of lead displacement. The rv lead will continue to be monitored. The patient was stable with no consequences.